Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. The image processor was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the monitor on the 9600 system went blank during a case. No patient injury was reported.